Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stated a corneal suture was placed at the end of the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system presented with poor vacuum and problems with the phacoemulsification during a procedure. The patient experienced a corneal burn. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The ultrasound (u/s) controller printed circuit board assembly (pcba) was replaced as a preventive measure. The customer was advised to discontinue the rotation use of that specific handpiece. The system was tested and found to meet product specifications. The system was manufactured on june 7, 2011. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).